Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardiac defibrillator (ICD). Programming changes were recommended. The patient was stable.

Event description:
New information received notes the physician decided to leave the current programming. No changes were made. The patient was in good condition.